Event description:
Customer reportedly received results of 118 mg/dl and 59 mg/dl within 10 minutes on the compact plus system. Customer's daughter (who is not diabetic) also reportedly received results of 220 mg/dl and 89 mg/dl within 10 minutes on the compact plus system. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Meter, test strip lot number 20657941, expiration date 07/31/2008.

Manufacturer narrative:
The suspect product is the compact test drum.